Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. However the stm was able to verify the issue in the iabp's error logs which was logged as "autofill fault 66." The stm attempted to reproduce the fault by running numerous autofill without any issues, the stm additionally ran the unit for 30 minutes on a patient simulator and test catheter with no issues. The stm then performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that prior to use on a patient and during the initial autofill, the cs300 intra-aortic balloon pump (iabp) displayed a "system failure" and "fault code 66" was logged. There was no patient involvement, and no adverse event was reported.